Event description:
It was reported that during a da vinci hiatal hernia repair procedure, the cables on the fenestrated bipolar forceps instrument broke. One piece of wire was recovered from the patient. On (B)(4) 2015, obtained following information from the initial reporter: a piece of cable was retrieved laparoscopically during same procedure. According to the initial reporter, the instrument stopped working, collapsed and a piece of the cable fell into the patient. The instrument was inspected prior to use and no physical damages were noted. The initial reporter does not know what caused the fragment to fall off. There was no patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations found a broken grp cable at the distal idler. The distal idler pulley spun freely and did not exhibit any damage. The cable segment was found to be sticking out at the wrist. This complaint is being reported due to the following conclusions: the cable on the fenestrated bipolar forceps instrument broke during a da vinci surgical procedure and piece of the cable fell into the patient. The piece was retrieved laparoscopically and there was no allegation of harm or injury to a patient.